Manufacturer narrative:
Continuation of d10: product ID wr9220 lot # serial # (B)(6); implanted: explanted: product type recharger section d information references the main component of the system. Other relevant device(s) are: product ID: wr9220, serial/lot #: (B)(6), ubd: UDI#: h3: analysis of the recharger (s/n: (B)(6) revealed that the patient complaint was confirmed. The leds scrolled continuously. The device was unresponsive. Flash sector read/write protection bits had become set. No anomalies were visually observed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for fecal incontinence and gastrointestinal/pelvic floor. It was reported that the patient reported that they had just received their new wireless recharger, and they were charging it right now, but they were only seeing a scrolling battery light. The agent had them reset the recharger, but it became unresponsive. The patient then stated that they were actually using their old wireless recharger.